Manufacturer narrative:
G2: foreign country - japan. H3, h6: the clamp was returned for evaluation. Analysis found physical damage. The reported problem was confirmed. The returned clamp had noticeable play in the movement of the clamp face near being fully closed but still functioned past the noticeable play. It was partially stripped. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that it was confirmed that the screw part of the open spine clamp was stripped. Due to high usage, it was considered wear and tear over time. There was no patient involvement.